Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Complete event site name: (B)(6). Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the customer had difficulty inserting the intra-aortic balloon (iab) but they were able to position it and perform automatic filling. However, an automatic filling failure alarm occurred. A new iab was inserted to continue therapy without further issues. Therapy was completed 24 hours later. There was no patient harm or adverse event reported.